Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support a 69-year-old female who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage b shock. Underlying medical history was not shared. The impella allowed for the angioplasty of the coronary and was then weaned and explanted after just over 1 day of support. The explant and groin site closure was complicated. After the previously deployed preclose was sutured down, as planned, for closure there was minimal bleeding noticed and the physician decided to further intervene by adding the additional 6fr angioseal groin closure device. Manual pressure was held and given adequate hemostasis, the patient was transported back to the ICU with stable vital signs from the cardiac catheterization lab. No post manual pressure bleeding. No hematoma noted post compression, and the patient survived without need of blood products delivery or other measures. The pump had functioned as expected, p-4 with 2.4l/min flow with d5w with sodium bicarbonate in the purge solution.